Event description:
It was reported that the implantable cardioverter defibrillator programming settings changed on their own. No changes or intervention was performed. There were no patient consequences.